Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the system started with a recoverable error 32056, they could only recover by disabling the arm. Tse checked the logs and confirmed errors related to arm 2. Tse advised to do a hard power restart of the system cycling circuit breaker on the patient cart and epo button. The error persisted, tse guided the customer in stowing and disabling the arm and to recover from the fault. Tse explained the only option now was to use the system with three arms, surgeon would need to decide, they converted to laparoscopic surgery for this case. The procedure was converted to laparoscopic and completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error code 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and installed onto a golden system where the 32056 error was triggered indicating fault on the yaw axis, replicating the reported event. The unit was then installed onto a pftp where sensors check was found to be failing on the yaw axis with 1123 and 32056 errors triggered. Upon visual inspection, damage to the yaw slsa flat flex cable (ffc) was found that would be related to the reported event. Once testing was completed, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.